Manufacturer narrative:
Device technical analysis the device was not returned for analysis as it was retained by the customer; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the farawave device confirmed that the events of stuck guidewire and tissue damage are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. The associated tissue damage is considered a known inherent risk of the farawave catheter and is included in the list of potential complications in the catheter instructions for use. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a paroxysmal atrial fibrillation procedure, a farawave 31mm catheter was selected for use. During the procedure, after completion of the pulmonary vein isolation (pvi) portion of the procedure, the catheter was brought back to the right atrium (ra). The catheter was fully inside the sheath when crossing back to the ra. Standard steps were taken to deploy the catheter in the ra, merit guidewire was floating in the ra, and the basket was believed to have been in the blood pool (procedure was flouroless and intracardiac echocardiography (ice) was not displaying the catheter during deployment). Upon retraction of the guidewire into the catheter, the guidewire was stuck and could not be retracted. Troubleshooting including advancing the wire out further to see if it was caught on anything. The catheter and guidewire were able to be pulled out of the body, and no patient complications occurred. However, tissue was seen at the tip of the device. The guidewire was able to be removed. Vitals signals remained normal, and no effusion was noted. Patient was monitored through the night. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation procedure, a farawave 31mm catheter was selected for use. During the procedure, after completion of the pulmonary vein isolation (pvi) portion of the procedure, the catheter was brought back to the right atrium (ra). The catheter was fully inside the sheath when crossing back to the ra. Standard steps were taken to deploy the catheter in the ra, merit guidewire was floating in the ra, and the basket was believed to have been in the blood pool (procedure was flouroless and intracardiac echocardiography (ice) was not displaying the catheter during deployment). Upon retraction of the guidewire into the catheter, the guidewire was stuck and could not be retracted. Troubleshooting including advancing the wire out further to see if it was caught on anything. The catheter and guidewire were able to be pulled out of the body, and no patient complications occurred. However, tissue was seen at the tip of the device. The guidewire was able to be removed. Vitals signals remained normal, and no effusion was noted. Patient was monitored through the night. No patient complications were reported.